Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# (B)(4). Occupation - (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in of this initial medwatch report. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, leg swelling, foot numbness, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported leg swelling, foot numbness, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received a cook gunther tulip implant on (B)(6) 2010 due to pulmonary embolism (pe). Patient is alleging tilt and vena cava perforation. It is further alleged "the [patient] contends that [patient] has swelling in [patient] left leg, and [patient] left leg is larger than [patient] right leg. The [patient] further contends that [patient] has difficulty walking because [patient] left foot is always numb." Report from CT (computed tomography): "there is an ivc filter in place with the apex 19 mm below the renal veins. There is mild rightward tilt of the ivc filter of approximately 3 degrees with the apex touching the anterior aspect of the ivc wall. Four of the tines appear to extend beyond the wall of the inferior vena cava measuring up to 3 mm beyond the wall. No evidence of perforation into the adjacent structures. The ivc filter is intact. No ivc stenosis."